Event description:
It was reported that cgm displayed error message while customer was using g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with guidance, did not see error again, and successfully started new sensor session.